Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens in the right eye. Postoperatively, the pt reports loss of vision. The pt's preoperative and postoperative bcva and manifest refraction were not provided for comparison. The pt has been referred to a retinal specialist and has undergone a neurological eval (including MRI). At this time, no specific cause has been identified and the iol is reported to be in good position. Add'l info has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.